Event description:
The device was used during an unknown procedure, the white plastic inner seal had become disloged from the trocar during the case and fell into pt's abdomen. The gasket was retrieved laparoscopically and is being returned with the trocar. There was no consequence to the pt.